Event description:
A patient was admitted for elective cardiac catheterization. Patient had CABG and ICD placement in years prior. Cath on this admission showed significant occlusions and CABG done x2. Patient had complicated postop course. Subsequently, patient was transferred out of ICU to a monitored medical floor. Monitor tech noted bradycardia on monitor and code called. Patient expired - resuscitation was unsuccessful. Discharge summary states.. "Patient sustained a sudden cardiac event which resulted in his death. The etiology of his death was not completely clear. Patient had an ICD in place at the time which apparently did not function properly". No autopsy was done. Patient's physician has made the comment that the patient had a guidant aicd and some programming changes were done at another hospital prior to the patient's admission physician was unsure what the changes were, but thinks they may have disabled the shocking mechanism. Monitor strips during code showed that the device paced but there was no capture noted on the monitor. We are unsure what exactly led to this patient's sudden change in condition. ICD is not thought to be the issue but since patient had this recalled implant and experienced this sudden cardiac event we wanted to report the incident.